Event description:
The architect i2000sr wash zone ground straps were replaced due to corrosion. No incident or injury were involved with this issue.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). After further review it has been determined that this complaint is a duplicate of (B)(4) and is no longer associated with the correction and removal 1628664-7/24/09-001-c. The final investigation will be documented in 1628664-2009-00331. This is the final report.